Event description:
The complainant alleged that while monitoring a patient, the device shut down. The complainant indicated that there was no adverse effect to the pt as a result to the reported malfunction.